Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 and was there for five days. The customer had an infection. The customer was also hospitalized in (B)(6) and had an infection. The customer's blood glucose level went from 186 mg/dl to 360 mg/dl. She took insulin but her blood glucose level kept going up. She was not feeling well. Her chest felt funny. The customer was in the emergency room for three hours and the released. She went back and her blood glucose level was over 600 mg/dl. The customer was placed back in intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump might have not been working properly. She was changing her infusion set every 5 to 6 days. The device was not returned.